Manufacturer narrative:
Image review: two short videos were received for review from the account. Still images have been taken from the videos for review. The first video shows the user holding the distal section of one device, no lot number or size can be confirmed from the video provided. No visible damage to the device is evident from the video provided. The second video shows the user holding two devices, side by side there is no visible deformation to the top device, stent deformation is evident to the second device with visible struts raised. The complaint cannot be confirmed from the images provided. Correction: product analysis: a kink was evident on the hypotube of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two onyx trucor coronary drug-eluting stents, the stents were unable to cross the lesion. The lesion being treated was moderately tortuous, moderately calcified, chronic total occlusion (100% stenosis) in the distal right coronary artery (rca). The devices were inspected prior to use with no issues noted. Negative prep was not performed on the devices. The lesion was pre-dilated with a 3.0x10 mm balloon. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the 2.25x22mm device however excessive force was used during delivery. Resistance was encountered when advancing the 2.25x26mm device and excessive force was used during delivery. An attempt was made to advance the 2.25x26mm onyx trucor stent but it could not pass through the distal right coronary artery and was not implanted. Then an attempt was made to advance the 2.25x22mm onyx trucor stent but it also failed to cross and was not implanted. No injury occurred and the patient remai ned alive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification. Deformation was evident to the stent wraps with bunching and stretching evident to the mid stent wraps. Deformation evident to the distal tip. A 0.014 inch guidewire could not be backloaded through the tip due to the deformation on the tip. A 0.014 inch guidewire was frontloaded through the exchange joint and advanced distally through the distal tip with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.